Event description:
It was reported that during a ptca/atherectomy procedure, debulking of the lesion was performed 3 times at 20psi, and then a second debulking was initiated at 10psi. A review of the cine films revealed that the cutter had come out from the housing. The cutter was removed into the housing and the atherectomy device was pulled out. The procedure was successfully completed using another atherectomy device. No pt injury was reported.